Manufacturer narrative:
Failure analysis replicated and confirmed the reported complaint. The unit was placed on the in house system and passed; no errors were triggered. The unit was then placed on system for fitness testing and a 1 hour sine cycle. ¿missing nodes¿ errors were confirmed and replicated. Fitness testing could not be completed because the unit failed at home manip. Due to these errors, the unit was transferred to engineering for further investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that an error on the left hand control was encountered. The technical support engineer (tse) reviewed the logs and identified an error 32097. Later, it was reported that the site had to shut down again due to an error 17. After rebooting the system, the "da vinci is ready" message was heard. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the customer swapped consoles to complete the procedure robotically. There was no harm or injury to the patient.